Event description:
The customer reported that the autopulse li-ion battery (sn (B)(4) does not power on the autopulse platform. Per the customer, the battery successfully passed charging in several multi-chemistry battery chargers (mcc). The battery's status led displayed 4 solid green lights, indicating that the battery was fully charged. The customer tested the battery during shift checks and/or training sessions and discovered that sometimes, the battery powers on the platform and sometimes doesn't. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.